Manufacturer narrative:
The device is currently unavailable.

Event description:
It was reported that the battery leaked and "burned" the patients eyes. No medical attention was required and the patient was advised to discontinue use of the battery. The device has not been made available for analysis as of the date of this report, december 3, 2015.